Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. It is not known which lead, (B)(4), was the patient's right atrial (ra) lead. Therefore, both have been reported. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced a sudden loss of consciousness and seizures approximately five years after the implant of their implantable pulse generator (ipg) system. The patient was taken to the hospital via an ambulance. Ventricular tachycardia was observed at the time. During the patient's hospitalization, the implantable pulse generator (ipg) was evaluated and it appeared the device battery was depleted and an absence of pacing was noted. The lead function was unable to be evaluated. A decision was made to remove the implantable pulse generator (ipg). During the removal of the implantable pulse generator (ipg), it was found that the device header had broken off into the cavity under the rectus abdominis muscle. The right atrial (ra) lead was also found to be disconnected from the header. The right atrial (ra) lead was cut and capped. The right ventricular (rv) lead was found still connected into the header and appeared to be functional. The right ventricular (rv) lead was disconnected from the header and was reused and connected to the newly implanted implantable pulse generator (ipg) device. It was noted the removed ipg was implanted after the device's expiration date. Follow up revealed the device had been resterilized using a gas resterilization process prior to being implanted in the patient. No further patient complications have been reported as a result of this event.